Manufacturer narrative:
Reported event: an event regarding infection involving a triathlon insert was reported. The event was confirmed via medical review. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant stated the following comment: no imaging studies are available for review and there is no examination of explanted components noted. This morbidly obese patient with multiple system disease requiring multiple medications and invasive interventions underwent bilateral stryker total knee arthroplasties with hybrid cement fixation. The left was done on (B)(6), 2010 and the right on (B)(6), 2011. She had uncomplicated post-operative courses bilaterally and was apparently asymptomatic on the right for seven years until she developed a right knee periprosthetic joint infection in (B)(6) of 2018. This was initially treated with incision and drainage and poly exchange, but with recurrent periprosthetic joint infection a two-stage revision to competitor products was performed on (B)(6), 2018 and (B)(6), 2019. There was no description of defects in the stryker components that were removed. In this immunologically compromised obese patient with multiple system disease, development of a periprosthetic joint infection seven years post implantation is not related to the design, manufacture, or materials of the prosthetic implants. The triathlon components implanted in this patient have a long successful clinical history with no reported evidence of increased incidents for sepsis compared to any other similar devices. -device history review: could not be performed as lot code information was not provided.  -complaint history review: could not be performed as lot code information was not provided.  Conclusions: the event of infection was confirmed based on provided medical review . The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, imaging studies as well as examination of explanted components and follow-up notes are needed to complete the investigation for determining root cause. A microbiological assessment was completed sr. Staff microbiologist and principal microbiologist. Infection evaluation, who indicated: - microbiological assessment: group a strep has been identified as possible cause of infection in the patient. Group a streptococcus have been considered innocuous commensals of human skin and mucous membranes. A microbiology report from this procedure dated (B)(6), 2018, noted ¿gram stain no organism seen¿, and a (B)(6), 2018 culture noted, ¿no growth of aerobic or anaerobic bacteria after five days of incubation¿. Stryker can confirm that the origin of infection cannot have been the implants used for this tka surgery. Plastic knee implants are gamma-irradiated between 25-35kgy for sal 10-6. X3 plastic knee implants are subjected to overkill sterilisation cycles, using hydrogen peroxide, demonstrating sal 10-6 at half-cycle parameters. Metal knee implants are gamma-irradiated between 25-40kgy for sal 10-6. Simplex speedset® bone cement is gamma-irradiated between 25-45kgy for sal 10-6. Conclusion: due to the nature of the organisms ¿ susceptible to various modes of sterilisation - and specifically the sterilisation methodology employed by stryker, it is not probable that group a streptococcus could have originated from the implants. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. The following devices were also listed in this report: (B)(6) triathlon prim tib baseplate - cemented lot bjub (B)(6) triathlon symmetric x3 patella lot b783 (B)(6) triathlon p/a cr beaded #3r lot sym8y (B)(6) simplex p speedset full dose 1 pack lot dkr026 it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported by the attorney, through the filing of a lawsuit, that the plaintiff underwent a right total knee arthroplasty on (B)(6), 2011 where she was implanted with a stryker triathlon knee system. It is further alleged that after implantation, the patient was hospitalized due to septic arthritis with five episodes of cardiac arrest causing several strokes. It's also alleged that the knee device was the source of the infection. The plaintiff underwent revision surgery on (B)(6), 2019 where the device was removed. Update per medical review: on (B)(6), 2018 a ¿(1) revision right total knee arthroplasty, tibial and femoral components, (2) excisional debridement right femur osteomyelitis, (3) excisional debridement right tibial osteomyelitis, and (4) complex wound closure¿ was performed for a post-operative diagnosis of ¿(1) chronic prosthetic joint infection right tka, (2) morbid obesity, (3) status-post I&d with poly exchange right thr, and (4) gross loosening tibial component with bone loss.¿ the operative report describes general anesthesia and the use of a tourniquet. The report further notes, ¿index surgery ¿ in 2010 ¿ eight years ¿ without complications ¿ fantastic result for many years with sudden onset of pain in (B)(6) of 2018 ¿ had three myocardial infarctions, a cva and stents ¿ reportedly group a strep ¿ IV antibiotics ¿ afterwards chronic suppression ¿ deemed medically unstable for two-stage revision in august ¿ ultimately deemed appropriate for surgery ¿¿. All three components were removed, the tibial component was noted to be loose, removed with previous, an incision and drainage, and a cemented competitor revision tka with palacos cement with antibiotic were inserted as a spacer. Uncomplicated surgery was described and the patient was discharged on (B)(6), 2018 culture note, ¿no growth of aerobic or anaerobic bacteria after five days of incubation¿.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: triathlon baseplate x3, size 3x9 cruciate ethaline component; cat # unk_jr; lot # unknown x3 poly 27mm symmetrical patella component; cat # unk_jr; lot # unknown triathlon femoral component; cat # unk_jr; lot # unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported by the attorney, through the filing of a lawsuit, that the plaintiff underwent a right total knee arthroplasty on (B)(6) 2011 where she was implanted with a stryker triathlon knee system. It is further alleged that after implantation, the patient was hospitalized due to septic arthritis with five episodes of cardiac arrest causing several strokes. It's also alleged that the knee device was the source of the infection. The plaintiff underwent revision surgery on (B)(6) 2019 where the device was removed.